Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The complaint is not confirmed. At the customer's request, the product was returned to the customer without repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the monitoring device produced the incorrect value. Event occurred while in use with the patient, during patient administration. There was no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.